Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.5 x 8 mm nc trek dilatation catheter was advanced for post dilatation of a target lesion in the heavily calcified proximal circumflex (cx) artery. The balloon was inflated to 12 atmospheres, then deflated fully. Negative pressure was pulled and the device was removed; however, during removal, resistance was noted and the balloon portion of the device separated, remaining on the guide wire. The devices were removed as a single unit, and the balloon stayed on the guide wire. All portions of the nc trek were removed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported failure to fold (winged balloon) and separation were confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to fold; however, the reported difficulty removing the device and separation appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.h6: medical device problem code 1546 - removed.

Event description:
Subsequent to the initial report, additional information was provided. During balloon deflation, the balloon had poor re-fold. Resistance was noted during removal and the device separated. No additional information was provided.